Event description:
It was reported that the customer received a recurrent no delivery alarm. Customer's blood glucose was 400 mg/dl, which went down to 297 mg/dl. Customer also stated she had been hospitalized in november. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.